Event description:
It was reported that the customer misunderstood the functionality of the control iq function and administered more insulin via a pump bolus. The customer's blood glucose (bg) level subsequently decreased, and the customer's bg value displayed as 'low' on the continuous glucose monitor (cgm). The customer consumed glucose tablets to address bg. Tandem technical support (cts) provided education on the correct functionality of control iq. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.